Manufacturer narrative:
Device received with cracked and bleeding lcd glass. No moisture damage electronic assembly. No vibrating or alarms anomaly. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the customer was caught in the rain with the device on. Customer's blood glucose was 497 mg/dl. Device kept alarming. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.